Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus service operation repair center (sorc) checked the subject device for evaluatoin but could not duplicate the reported phenomenon. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Based upon the information from sorc, omsc surmised that the reported phenomenon might have occurred due to the power supply environment of the user facility because the subject device was normal and no failure at sorc evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However it has been confirmed that the reported phenomenon has not occurred due to device or manufacturing, and there is no problem with safety and no multiple occurrence. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject was disappeared at the preparation for use. There was no patient injury associated with this report.